Manufacturer narrative:
Results: occlusion, dissection. Conclusions: occlusion, dissection. (B)(4).

Event description:
During the index procedure the patient had one resolute integrity drug eluting stent implanted in the lcx. It is reported that during delivery or deployment of the stent, a dissection occurred and there was some mild plaque disruption proximal to the stent, necessitating placement of a 2nd resolute integrity drug eluting stent in proximal overlapping fashion. Investigator did not assess if the event was related to the study device. It is reported that the patient recovered with treatment.